Event description:
Resident was found to have bruised and swollen ankle. X-ray showed fracture of ankle. After questioning staff, cause was undetermined, but the general concensus is that residents legs were caught in the bedrail. Bedrail checked and lubricated by maintenance dept. And protective rail covers were placed on railsdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: loss of lubrication. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. Invalid data - on device destroyed/disposed of status.